Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that a generator change was performed. All device/lead diagnostics appeared normal upon interrogation of new device. A dft was attempted at rv-svc and can and device failed to delivery therapy and then it was switched to rv-can with successful return to sinus. There were multiple dfts due to failed attempts, needing lead explant and new insertion.

Event description:
New information notes that the reason for generator change was due to eri. The svc coil was most likely the issue. The alert was delivered when the physician performed a manual shock. There was no actual evidence showing svc malfunction the only evidence is the fact that it was able to convert using an rv coil to can configuration. The patient condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted at 28.8 cm to 29.3 cm from the distal tip. The efte coating was abraded at this same location. This is consistent with the observation from the field of failed to delivery therapy.